Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead, which was implanted in a feline, experienced a fracture. The lead was explanted and replaced. The f eline experienced a suspected thromboembolism and its health deteriorated shortly after the replacement procedure and passed away.